Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) was suspected of entering safety mode due to a potential high impedance within the battery. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. Information has been requested regarding the specific device details and whether the product will be returned, and further details will be provided, once available. At this time, this crt-p is retained at the healthcare facility.